Manufacturer narrative:
H10. Additional manufacturer narrative: added information to b5, b7, f10, h6. The cause of the event cannot be determined; however, patient factors and progression of patient's underlying valvular disease pathology may have impacted the event.

Event description:
Through follow up edwards learned the 19mm valve was showing thickening and immobility of two out of the three leaflets on toe, resulting in stenosis and high gradients.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Model is not sold or marketed in the u.s. However, it is similar to device: model #2800; brand name: carpentier-edwards perimount rsr pericardial bioprosthesis; PMA #p860057/s001. Stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. The device will not be returned to edwards for evaluation as it remains implanted in the patient. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Multiple requests for additional information regarding this event have been performed; however, no additional details have been provided at this time. Based on the available information, the root cause of the event cannot be determined. If additional information is received a supplemental MDR will be submitted. No further corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
Edwards received notification that a patient initially implanted with a 19mm valve in the aortic position was showing stenosis after an implant duration of 9 years and 8 months. The patient underwent a valve in valve procedure with a 20mm replacement valve. The procedure was successful and the patient is reported to be well. The patient has been discharged home.